Event description:
Reported via clinical study. It was reported that there was a pleural effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Two hours post procedure, while the patient was in recovery, an echocardiogram showed that the patient had a pleural effusion. The physician performed a pericardiocentesis and drained 300ml of blood from the patient. The patient remained hemodynamically stable following this treatment. There were no other patient complications that were reported to have occurred. The patient has since been discharged home recovered from this event.

Event description:
Reported via clinical study. It was reported that there was a pleural effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Two hours post procedure, while the patient was in recovery, an echocardiogram showed that the patient had a pleural effusion. The physician performed a pericardiocentesis and drained 300ml of blood from the patient. The patient remained hemodynamically stable following this treatment. There were no other patient complications that were reported to have occurred. The patient has since been discharged home recovered from this event.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that there was a pleural effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Two hours post procedure, while the patient was in recovery, an echocardiogram showed that the patient had a pleural effusion. The physician performed a pericardiocentesis and drained 300ml of blood from the patient. The patient remained hemodynamically stable following this treatment. There were no other patient complications that were reported to have occurred. The patient has since been discharged home recovered from this event.